Event description:
It was reported that alarms returned despite trying 3 different system monitors and 2 different system controllers. Software corruption was suspected. Software was re-uploaded on the 3 monitors on (B)(6) 2020. On (B)(6) 2020, one of the system monitors with re-uploaded software had monitor text that became orange in color followed by a frozen touch screen. The patient was switched to battery power right away and was asymptomatic. Log file analysis observed no unusual events and the mcs equipment appeared to be operating as intended with no interruption in pump support. The event with the system monitor did not interfere with the pump. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller causing errors on the system monitor was not confirmed. Two log files correlating to the system controller were reviewed, containing data that collectively spanned 5 days (23jan2020 ¿ 28jan2020 per time stamp). No atypical events were observed throughout the data. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Atypical events, including error messages on the test system monitor, did not occur throughout all testing. The root cause of the reported event was unable to be determined through this analysis. In addition, the returned system monitor was checked by technical service. The reported ram system error fault message did not occur; the system monitor operated properly. The system monitor was tested and returned to the customer. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had ¿pump off, low flow¿ alarms on the system monitor followed by ¿system monitor ram error¿ message. There was no audio alarm and the controller did not have any alarms. The monitor was switched out and no further alarms on monitor. There were no unusual events seen within the log file. The patient had another ¿system monitor ram error¿ message with ¿pump off, low flow¿ alarm on monitor. No audio alarm and the system controller did not have any alarms. The power module, patient cable and monitor were all switched out from yesterday, but the same thing reoccurred. As the original monitor equipment was replaced, the alarms were due to the controller be at fault. It was requested to exchange the controller. The patient felt something when the incident occurred but there was nothing on the controller history besides pi events. Switched the patient on batteries right away. There were no unusual events recorded in the log file event history. The log files does not offer any information on the system monitor.